Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station did not turn on. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medstation was not powering on. A field service engineer (fse) troubleshot, found that the pyxibus cable in the auxiliary was not fully seated in drawers 4 and 5, causing the station to malfunction. The fse secured pyxibus cables in both main and auxiliary, tested in diagnostics and with customer, and resolved the issue. The system functioned as intended after the field service engineer repaired the device.